Event description:
The right ventricular (rv) lead exhibited low impedance and high capture. Potential rv lead noise/over-sensing was noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).